Event description:
It was reported that post implant of this right ventricular (rv) lead there was low r wave amplitudes. Additionally, pacing impedances have dropped from 900 ohms to 680 ohms. A chest x-ray was performed and the results were not very clear. So a lead revision was performed however, the physician attempted to reposition the lead but decided to explant and replace the lead. After the new implant all measurements were good. No additional adverse patient effects were reported.